Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: synergy mr, ous, 2.5x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal and proximal stent damage. The undamaged stent outer diameter (od) was measured which was within maximum crimped stent specification. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 273mm distal to distal end of the strain relief. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 24-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.